Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
During laparoscopic hepatectomy on an adult patient, after using device for 2 to 3 hours, the activation didn't stop. There was no delay in the procedure, they replaced with a new one. The issue was found during activation and was not placed on a surface or on the patient afterward. There was no foreign material noted on or in the area of the nosecone. There was no injury or adverse outcome to the patient as a result of this failure.